Manufacturer narrative:
The device was returned as part of the asset return process, the device evaluation found that the air and water tube / cylinder had foreign objects. Additional findings include the following: the air / water cylinder had no color, the suction cylinder had no color, the screw stopper was replaced for preventative maintenance, the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover, the bending angle in the up / down direction did not meet the standard value due to damage on the bending tube, and the adhesive on the bending section cover was detached. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the following reportable malfunction was found: the air and water tube / cylinder had foreign objects. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. The event can be prevented by following the instructions for use which state: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.